Event description:
It was reported by the user site that prior to a selenia dimensions mammography system procedure on (B)(6) 2025, the c-arm moved involuntarily into an upside-down position. It is reported that rebooting the system cleared the issue on (B)(6) 2025; however, it occurred again on (B)(6) 2025. No patient or user injury was reported. A hologic field service engineer (fse) was dispatched to examine the system and determined that the rotation switch at the bottom center of the c-arm was worn; however, the fse was unable to reproduce the reported issue. The fse replaced the c-arm rotation switch and reports that the system is functioning normally. No further information is currently available.